Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered the unit would not start, and was showing autofill failures and pneumatic adjustments in fault logs. The unit ramps up compressor intermittently while attempting to autofill, and passed all manifold leakage test, also passed all autofill tests for pressure targets, the drive calibration was within specifications, and all solenoids actuate. The fse tried replacing the motor controller board, but the issue persisted, he reinstalled customers motor controller board. He tried replacing the compressor, the issue persisted, he reinstalled the customers compressor. He tried replacing the solenoid driver board, the issue persisted, he reinstalled the customers solenoid driver board. He tried replacing the executive processor board, the issue persisted, he reinstalled the customers executive processor board. He tried replacing the front end board, the issue persisted, he reinstalled the customers front end board. The fse escalated the issue and replaced the pim, but the issue continued to persist, he reinstalled the customers pim's. While trying to investigate the persisted issue the fse found that the fiber-optic cables were wedged between the chassis plates, he removed the cables, but issue persisted. For a final fix the fse replaced the safety disk which resolved the issue, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), he found that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a.